Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Additional information provided by the customer was not available to the evaluator at the time of evaluation, and therefore specific flow rates given by the customer were not tested. The device is no longer in its received condition and the opportunity to test at the reported rates is lost. However, the pump was tested at the preventive maintenance rate of 40 ml/h and passed, and the pump will pass all release testing prior to return to the customer. The event history log review was completed and confirmed that the infusion on (B)(6) 2018 was programmed as reported by the customer: "flow rate ¿ 100 ml/hour for 15 minutes, 200 ml/hour for 15 minutes, 250 ml/hour for 30 min, 300 ml/hour for remaining infusion (approx.1 hour plus flush time)." The history log revealed that 340 ml was programmed to infuse at 300 ml/h and the infusion completed with 540 ml displayed as the total amount given. The pump was then programmed to infuse an additional volume-to-be-infused (vtbi) of 40 ml at 300 ml/hour. After completion of the final infusion, the pump displayed that the total amount given was 580 ml, which aligns with the programming. The total amount given displayed by the pump is a sum of the programmed vtbis and is therefore dependent on the programming by the clinician. No anomalies were observed in the history log. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a discrepancy of total volume infused between intravenous bag and displayed amount on pump during a primary infusion. The customer biomedical services could not duplicate the issue and test runs have been within device specifications. The reported problem was found in the neuro research department. The drug involved was ocrelizumab (a monoclonal antibody). The volume to be infused (vtbi) was 540 ml (520 ocrelizumab plus 20 m normal saline flush), the flow rate was 100 ml/hour for 15 minutes, 200 ml/hour for 15 minutes, 250 ml/hour for 30 min, 300 ml/hour for remaining infusion (approximately 1 hour plus flush time). The customer stated that in order to infuse all of the ocrelizumab plus 20 ml normal saline, the pump reported that 580 ml was infused (which is 40 ml more than expected). The customer verified the weight of the bag of ocrelizumab upon receipt from pharmacy, and it did not contain an extra 40 ml. When the drug bag was entirely empty, the user manually moved the spike over to a saline bag. At this point, the pump should say that there is 40 ml remaining to be infused (because there is 20 ml of drug in the line plus 10 ml of normal saline flush). However, on this day, when the drug bag was empty, the pump reported that 540 ml had already been infused. But the drug bag only contained 520 ml (and 20 ml was still in the line) so the pump should have reported that 500 ml had been infused at this point. The registered nurse had to add another 40 ml to the vtbi ensure that the 20 ml drug in the line plus 20 ml flush was infused. There was no known patient injury or medical intervention associated with this event. No additional information is available.